Event description:
On (B) (6) 2010, the patient reported she has had elevated blood glucose readings exceeding 200 mg/dl with her target range being 70-120 mg/dl. Symptoms were dizziness and being "crazy-headed". She said she would receive an occlusion error on her insulin infusion device and then insulin would "come out" of her skin. She is not currently experiencing an occlusion error. She stated she decided to discontinue insulin pump therapy and has been on injection therapy since (B) (6) or (B) (6) of 2008. She declined a replacement infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.